Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two photo sample noted one opened (without original packaging), used temp silicone foley catheter. Visual inspection of the photo sample noted that temp sensing wire were exposed due to the hole in the catheter. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a temperature sensing foley catheter that was placed in emergency room on admission. It was not like usual catheters, it was clear and they could see the wires extending through it and coming out of the foley. The fibers were exposed and there was a hole in the catheter. They catheter was removed and foley changed out. Per follow up via email on 18dec2024, it was confirmed that the wires were exposed due to the hole in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a temperature sensing foley catheter that was placed in emergency room on admission. It was not like usual catheters; it was clear and they could see the wires extending through it and coming out of the foley. The fibers were exposed and there was a hole in the catheter. They catheter was removed and foley changed out.